Event description:
The pt received the scs trial leads on (B)(6) 2011. It was reported the pt had caught his trial cable on the dresser drawer which pulled his lead/dressing. The pt reported bleeding from the insertion site with saturated dressings. The pt was advised to report to the emergency room as needed. The pt was seen by the trial surgeon who removed the leads as scheduled and reported the pt had a good evaluation. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.